Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There was difficulty extracting the lead, the lead was torn apart, and thus finally this lead was surgically abandoned, the distal portion of the lead remains in the patient. There were no specified adverse effects reported, although the procedure took longer then expected.